Event description:
It was reported that this right atrial (ra) lead was explanted due to the lead exhibiting noise because of lead fracture. A new lead replaced the ra lead with the same model. No additional adverse patient effects were reported.